Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary cubie pockets were not recognized on bus. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 3-1 in the half height unit failed due to pockets not being detected on the bus. A field service engineer (fse) cleaned the contacts on the drawer controller boards in drawers 3-1 and 3-2, connections were secured, and hard stops were tightened. Initial testing in the hardware test application showed that row d was still not detecting pockets. Upon further inspection, metal shards from pill packages were found lodged inside the tray contacts. The trays were cleaned of all foreign materials, and all pockets were retested successfully. The customer verified the functionality and confirmed its operational. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary cubie pockets were not recognized on bus. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.